Event description:
Issue with the bd veritor plus analyzer with false positive covid-19 test results. Follow-up pcr test conducted the same day was negative. Bd technical services also notified of the error. The first test result = positive. Second retest result with same sample = positive. Machine re-calibrated. Third retest result with new swab = negative. Forth retest with same sample = negative. Pcr test sample taken after 4th test completed = negative. Employee is asymptomatic false positive result with the antigen machine. Pcr was negative. FDA safety report ID# (B)(4).